Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had debilitating nocturia on 7-oct-2011. Medications (ddvap 0.2 mg) were administered on (B)(6) 2011. The event was ¿possibly¿ related to the device or therapy but not related to the procedure. It was noted the event was ongoing.

Event description:
Additional information received reported the device was reprogrammed and the nocturia was now tolerable at ¿x3.¿ the event resolved without sequelae on (B)(6) 2012. It was noted the eventwas due to programming; the previous programming prior to event was on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for clinical study reported the patient had frequent nocturia and the device settings would not go up beyond 1.2 volts when reprogramming. No actions were taken. It was noted the event was related to the device or therapy, noting it was due to programming. Symptoms included a patient report that nocturia was debilitating and had been struggling with symptoms and decreased efficacy plus one lead was possibly not connected on (B)(6) 2011. On (B)(6) 2011, the reported nocturia was ongoing. The device was reprogrammed and nocturia was actually now tolerable at x3 on (B)(6) 2012. On (B)(6) 2012, there was a report of voiding hourly at night. A condom catheter was used at nighttime for nocturia on (B)(6) 2013. Frequency/urgency with nocturia continued on (B)(6) 2013 and may have required a revision, malfunction since fall was reported per the medical record. On (B)(6) 2013, the patient was doing well, nocturia occurred 1-2 times per night/day time frequency of 2 hours. It was reported to be much improved and their new baseline. The event resolved without sequelae on (B)(6) 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v645571, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead.

Event description:
Additional information received reported that there was a lead migration/dislodgement. There was a report that the baseline weight was not collected. No further patient complications have been reported as a result of this event.

Event description:
A healthcare provider for a clinical study reported the patient had pain with increased frequency and was reprogrammed on (B)(6) 2011. Sensation was now light in perineum. The event resolved without sequelae on (B)(6)2011. It was noted the event was not related to the procedure but was ¿possibly¿ related to the device or therapy and was due to programming. The most recent interrogation prior to event was (B)(6) 2011. Indication for use included urinary dysfunction.